Event description:
The medlite c6 was in the warm up sequence and omitted an unexpected single shot of laser energy. The root cause has not been determined and is currently undergoing evaluation. It is thought that a random noise event caused the external output shutter to open. The source of the noise is unknown and the system has been tested to all the necessary emc immunity requirements. The shutter monitor did detect the open shutter condition and shut the system down and displayed the approriate error 12. This response limited the exposure to a single shot of energy.